Event description:
Ventilator high pressure alarm went off. Respiratory therapist (rt) went to patient room and found patient was in respiratory distress. No tidal volume returned to the patient, low oxygen saturation of 85%-87%. Patient bagged with 100% oxygen and changed to a new ventilator. Stabled on the new ventilator.